Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had difficulty charging the ins. Pt states normally they charge their ins every 2-3 days and it's easy to get to 100%. Pt states as of last night their ins topped out at 90% and they could not get it to 100%. Pt states they tried again this morning. Pt states when they connected they were seeing their ins was at 80% and it took them 40 mins to get to 90%. Pt states they never got past this and wanted to know if they device is ok. Pt states they normally charge sitting on the couch and they are in the exact same position they've been in when charging for the past 2 years. The following troubleshooting steps were performed: pt services had pt attempt a recharging session on the call. Pt reports seeing excellent connection but then it would jump back to searching. Pt repositioned the recharger, and pt services recommended patient lean forward while sitting to optimize ins position. The issue was not resolved through troubleshooting but the pt didn't try leaning forward on the call. The patient was redirected to their healthcare provider to further address the issue if they continue having issues keeping an excellent connection. Pt services also reviewed doctor can review recharging logs. Patient called back in and said their ins is at 60% but it keeps disconnecting and they always hold it in the exact same spot, sit on their couch and place the recharger firmly up against their skin over the implant. Patient confirmed they have not had any falls/trauma. Patient said they can easily feel their implant. While attempting to re-connect their recharger to the ins on the call, patient said they saw a recharger error and when ps asked about the error they said the power button on the recharger turned red. Patient said when the recharger would connect with the ins momentarily, it would say excellent connection and then good connection and then searching for device. Had patient reposition recharger and patient was able to connect with excellent connection at 60%. Patient said they're always able to charge their implant to a higher percentage, it just takes a long time. Patient asked if therapy will work if it's at 60% because they said they go to the restroom about 11-12 times a day and wondered if that would change based on charge percentage. Reviewed information. Re-opened case to document rep info in secure notes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause was unknown and issue was resolved. Patient was also educated on how to charge their devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were able to charge up to 100% 2 nights ago. The patient further clarified by reiterating a version of the previously reported events: that "last week" they hadn't been able to get past 90% so 2 times in a row since then they'd gotten up to 100%. The patient stated they were currently sitting on their couch and charging. They started charging it at 60% and it was now at 70%. The patient wanted to know what to do if they ran into an issue but confirmed all was well at the time of the call. Patient services reviewed the patient could always call back for assistance if ran into another issue but reviewed with the patient to continue charging the ins to completion. The patient stated their connection was excellent and that they would continue charging on the couch at call's end until the ins reached 100% again. They noted they'd call back if they ran into another issue. On (B)(6) 2023 the patient called back reiterating the same issues of charging fine, but then it ta king longer to charge. The connection changes from excellent to good. The patient was advised to try and keep the connection at excellent. On (B)(6) 2023 the patient called back again with the same issues. The ins was down to 20% and having trouble keeping connection. Caller noted he was at 90% two days ago and never gets this low. Assisted caller with finding a better spot to charge on their body and they maintainedexcellent and was at 40% by end of call. Caller will continue to charge and review any recharge frequency concerns with their managing physician.